Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or damage was observed; the keypad was found to be worn and symbols illegible. Evaluation revealed that all of the keypad buttons responded appropriately. The original complaint was not duplicated during testing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored and faded display screen, which has no effect on insulin delivery function. During evaluation failure of the vibrator motor was observed, which is not likely to cause an adverse event because the audible mechanism still functions and will still alert the user should the pump emit an alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).